Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A field action notice, which provided details specific to a peritoneal dialysis (pd) product issue, was sent to the patient. The patient's spouse indicated the patient passed away on (B)(6) 2016 in the reply for this product notification. A representative at the patient's clinic revealed that the patient had switched from peritoneal dialysis (pd) to hemodialysis (hd) treatment, and was an active hd patient at the time of their passing. The patient's final hd treatment was performed on (B)(6) 2016 and was noted as being uneventful. The hd treatment was successfully completed with no product issues. There were no allegations of any device malfunctions during the treatment. There were no adverse patient effects and no medical intervention was required. Furthermore, the patient expired the following day, (B)(6) 2016, at home, with an unknown cause of death. No complaint devices are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturer investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. No malfunction of the 2008t hemodialysis (hd) machine alleged, observed, or identified prior to, during, or following the patient¿s final hd treatment. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: the patient medical records were provided by the facility on june 15, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A (B)(6) male, end stage renal disease (esrd) patient on hemodialysis (hd) underwent a treatment on (B)(6) 2016 and a final treatment on (B)(6) 2016. The hd treatment sheets did not indicate any adverse patient events during either treatment. The patient expired the day following his final treatment, (B)(6) 2016 at his home with an unknown cause of death. No esrd death notification was received. There is no documentation in the medical records that indicates that there was a causal relationship between the hd treatment and the patient's death. There are no allegations of any device malfunctions during the treatment. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the patient's death.